Event description:
It was reported that the patient underwent a posterior spinal surgical procedure with fixation at t3-l3 to treat scoliosis. It was reported that the set screw gradually loosened post-operatively and finally backed out. The set screw was placed at the caudal end of concaved side. The patient is now under observation. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.